Event description:
It was reported that the insulin pump needs a complete functional analysis. Complaint details are unknown. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The up arrow button did not respond due to corroded keypad trace. Unable to perform idle current, run current, self test, off no power, unexpected restart error test, displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.